Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Customer provided baby in the nicu weighing (B)(6).

Event description:
It was reported that the device doesn't detect the syringe. The major concern is that these 3ml syringes seem to be infusing with more pressure so that it blows these nicu babies ivs. The nurses deal with very small patients, like under 1 pound and they say these flushes blow the IV¿s that are starting. The pump does read a 10 ml barrel but it will not let you infuse more than the 3 mls. The pump will not allow you to program anything more than 3 ml. The staff thinks these are blowing the IV¿s that they start. They think the pressure is different. It also feels like the barrel is harder to push. Although requested, no additional information or patient demographics were provided.